Event description:
A customer reported that a loss of telemetry monitoring occurred when the apexpro telemetry system shut down. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.